Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The suture from the opened product was observed to be within the swage. Under magnification, instrument marks were observed at the swaged end of the needle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Grasping the needle at the swaged end during application can damage the needle as observed. It is recommended that the needle be grasped from the needle body, where the wire is of a full diameter and significantly stronger than at the swaged end. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open procedure. The needle detached from the suture. There was no patient harm. The patient status is alive, no injury.